Event description:
Same as MFR report #: 6000089-20o5-01568. During a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the moderately tortuous, moderately calcified, 85% stenosed mid circumflex artery (cx). The lesion was predilated with an unknown 20 mm balloon. The physician attempted to reach the lesion with a 2.50 x 24 mm taxus liberte drug eluting stent but was unable to cross the lesion. Upon removal of the taxus stent from the patient's body it was noted that the struts were partially open. The physician then attempted to cross the lesion with a 2.50 x 24 mm taxus liberte stent but was unable to do so. Upon removal of the taxus stent strut damage was again seen. The procedure was successfully completed with a cypher stent of unknown size. No patient complications or injuries were reported. Patient status is reported as `satisfactory/good.'